Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 475cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively diagnosed after physical exam. The patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient also experienced bilateral capsular calcification in addition to right side deflation. Reason for device explant and/or reoperation: right deflation, and implant site calcification. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 4, 2022, device re-evaluation was completed due to bilateral implant site calcification in addition to right deflation. Updated summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 475cc breast implant was found to have a tear measuring 0.5 cm within a crease/fold on the posterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Calcification and breast imaging calcification of a biomaterial occur when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection because microcalcifications are considered a hallmark of malignant breast disease. Although clinicians have recommended pre-and post-surgical mammograms for augmentation patients to assist in distinguishing post-operative findings from calcification associated with malignancy, benign calcification resulting from surgery is generally considered distinguishable from malignant-type calcification. Further, no published reports have identified that document any actual occurrences of missed or delayed diagnoses attributable to capsular calcification. Calcification is not a phenomenon unique to breast implants. It occurs in 11 to 53 percent of women who underwent breast reduction procedures (abboud et al. 1995, m&nick et al. 1990, brown et al. 1987). In the breasts of women who have not undergone any breast surgery, the prevalence of benign calcifications increases progressively with age from 8 percent in women 25 to 29 years old up to 86 percent in women 75 to 79 years old (stomper et al. 1996). It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 8, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 475cc breast implant was found to have a tear measuring 0.5 cm within a crease/fold on the posterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (6507121). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 1, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).